Event description:
It was reported that during a laparoscopic adrenal procedure, the surgeon and sales rep noticed that the second firing of device had a scissored clip. Surgeon removed clip and had another device of same product code opened which functioned properly. Scrub tech dry fired device on back table which produced scissored clips. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, thirteen scissored clips were fed and formed due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).